Event description:
It was reported that the pcu and pump module devices unexpectedly shut down and could not be restarted during an unspecified infusion. The devices were not touched or bumped when this occurred. When a second pcu was used, it said battery power low when the module was connected. Drugs infusing continuously through the pumps were: epinephrine 0.5 mcg/kg/min for rate of 0.8 ml/hr in a 50 ml syringe; vasopressin: 40 milliunit/kg/hr for rate of 1.36 ml/hr in a 50 ml syringe; and milrinone: 0.5 mcg/kg/min for rate of 1.28 ml/hr in a 50 ml syringe. The patient impact was "minimal temp harm." It was later clarified that while setting up an additional pcu with syringe pump modules above the pcu infusing epinephrine, vasopressin, and milrinone through syringe pump modules on the same IV pole, there was a communication error on the pump infusing milrinone. When the clinician tried to re-start the infusion, the pcu "quit working and turned off the epi and vaso which were running." This caused a decrease in the patient's blood pressure, and the physicians were called to the patient's bedside and emergency medication (epinephrine bolus) for a code was prepared. A fluid bolus was administered to the patient, the pcu and syringe pump modules were replaced, and the infusions were restarted at increased drip rates. The emergency epinephrine bolus was not needed. The patient outcome is "unknown." Although requested, further information was not provided.

Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-22461, which captured the suspect device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pcu and pump module devices unexpectedly shut down and could not be restarted during an unspecified infusion. The devices were not touched or bumped when this occurred. When a second pcu was used, it said battery power low when the module was connected. Drugs infusing continuously through the pumps were: epinephrine 0.5 mcg/kg/min for rate of 0.8 ml/hr in a 50 ml syringe; vasopressin: 40 milliunit/kg/hr for rate of 1.36 ml/hr in a 50 ml syringe; and milrinone: 0.5 mcg/kg/min for rate of 1.28 ml/hr in a 50 ml syringe. The patient impact was "minimal temp harm." Although requested, further information was not provided.